Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital after experiencing chest pain, lead dislodgement and lead perforation were observed. The lead was explanted. The patient tolerated the procedure without incident.